Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor (gold). The pump was also unable to undergo the no delivery test due to the prime anomaly. The following cosmetic damage was also found on the device: cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and minor scratches on the display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery during bolus. The customer's blood glucose at the time of incident is unknown. The alarm also occurred with a replacement catheter as well. The insulin pump was returned for analysis and a replacement device was shipped to the customer.